Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a trauma procedure an impaction instrument fractured. No harm or serious injury resulted from this event. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The reported event is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h6 the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrections to d1 to d4. D4: UDI (11) removal, the production identifier component of this product does not contain the manufactured date. The reported event is confirmed as the impactor was returned with a fractured end. Visual examination of the returned product identified that the threaded end is fractured and missing. Wear and tear is seen, which indicates repeated use. Fracture analysis has been previously analyzed in an internal research memo where rotational fatigue culminating in tensile overload was identified as the mode of failure. The additional information provided does not change the root cause of the previous investigation, which cannot be definitively determined. Upon further review, it was found this event did not contribute to a serious injury and has not in the past; therefore, it would not be considered a reportable event. The previous reports should be voided.